Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory and inspiratory flow sensors were replaced to resolve the issue. Unique identifier: (B)(4).

Event description:
The hospital reported a flow sensor failure with the diaphragm stuck in the open position. There was no report of patient injury.